Manufacturer narrative:
A lot history review (lhr) of rewh0764 showed no other similar product complaint(s) from this lot number. The complaint of a leak (partial break) in the catheter is confirmed. The implicated product is one assembled 4 fr groshong nxt clearvue catheter. The assembly measures 7.2 inches in length and it contains the assembled two piece connector. The distal section of tubing that contains the three way valve and manufactured tungsten plug was not returned for evaluation. Gross and microscopic examinations of the complaint sample revealed a partial break in the catheter tubing. The location of the partial break is located just proximal to the distal end of the catheter. The partial break site is nearly perpendicular to the axis of the tubing. The tubing surrounding the partial break site is slightly compressed and has rounded edges. It appears that the catheter was subject to fatigue failure, which is the gradual fracture of a component that is under cyclic loads. When a catheter is kinked or bent, the tubing on the inside of a kink would be under compressive loads causing friction and material wear. Flexural fatigue appears to have attributed to the partial break site in the catheter tubing.

Event description:
It was reported that the patient was diagnosed as gastrointestinal ca. On (B)(6) 2013, the patient was inserted through upper right arm basilic vein under the guidance of b-ultrasound. On (B)(6) 2014 went to the hospital for care, and outflow was found at the puncture site during the flush. Pulled out 1 cm of the catheter and found leakage of the catheter, then removed the catheter.